Event description:
It was reported that the device was implanted in 2006. Subsequently, the two parts of the hinge pin were found on x-ray to have disengaged. The device was revised in 2007, where the male "split" pin was found to be broken with one of the splines having broken off, hence it was unable to engage adequately with the female pin. It was determined that the fragment of the broken spline was not in the joint or surrounding tissues, and direct examination of the female portion of the pin confirmed it was not contained inside the female pin. It was therefore concluded that, the pin must have been broken prior to or during insertion, and not once implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.